Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insyte¿ autoguard¿ bc shielded IV catheter had collapsed in a patient during labor and delivery after pushing the button. There was no further report of exposure, injury, or medical intervention.

Event description:
It was reported that a bd insyte¿ autoguard¿ bc shielded IV catheter had collapsed in a patient during labor and delivery after pushing the button. There was no further report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: observations and testing could not be performed because units were not received for investigation of this incident. DHR review could not be performed as the lot number was not provided. Conclusion(s): without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use? No; device returned to manufacturer: no.

Event description:
It was reported that a bd insyte autoguard bc shielded IV catheter had collapsed in a patient during labor and delivery after pushing the button. There was no further report of exposure, injury, or medical intervention.